Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product: product type: monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure ventricular fibrillation occurred. During the procedure, right ventric ular (rv) lead pacing was performed via a quad electrophysiology (ep) catheter, with some bradycardia noted. The ivy monitor was set to ¿test mode¿ due to low signal amplitude. It was observed that the rv lead pacing was not set to ¿sync,¿ resulting in asynchronous pacing. A clear pacing spike was seen on the t-wave during ECG monitoring, which triggered the ventricular fibrillation prior to the delivery of the pulse train. Defibrillation was delivered once and was successful in terminating the ventricular fibrillation. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.